Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "red service needed error" patient harm: no a preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to pneumatic valve leak failure (valve 1). Upon return, the device started up with a state 1 alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed, valve 1 ok. Performed hardware test and unit failed for valve 2 pneumatic leak failure. The tank body is damaged on the p+ side. Fva pins are showing drag. Removed fva assembly and fva pins have debris. Cleaned pins and channels. Reassembled fva assembly. The tank body and fva lip seals will be removed and replaced during the repair process before being sent to the test line for full functional testing.